Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was power cycling when attempting to power the device on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was able to duplicate the reported issue. After a thorough device evaluation, the cause of the reported issue was determined to be due to the +24 volt line on the system pcb assembly being electrically damaged.  It is unknown what led to the +24 volt line becoming damaged and leading to the power issue. The customer received a replacement device.